Event description:
It was reported that 20 bd vacutainer® multiple sample luer adapter was missing the sleeve cover for the non-patient end. The following information was provided by the initial reporter: "at least 20 of them were noted to have the rubber sheath protector missing from the attachment needle."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that 20 bd vacutainer® multiple sample luer adapter was missing the sleeve cover for the non-patient end. The following information was provided by the initial reporter: "at least 20 of them were noted to have the rubber sheath protector missing from the attachment needle."

Event description:
It was reported that 20 bd vacutainer® multiple sample luer adapter was missing the sleeve cover for the non-patient end. The following information was provided by the initial reporter: "at least 20 of them were noted to have the rubber sheath protector missing from the attachment needle."

Manufacturer narrative:
H6: investigation summary: bd had not received samples, but a photo was provided for investigation. The photo was reviewed and the indicated failure mode for missing sleeve was observed. Additionally, thirty (30) retention samples from bd inventory were evaluated by visual examination and the issue of missing sleeve was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of missing sleeve. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h10.